Event description:
The user facility reported a 40-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, a purge leak was identified and the purge cassette was replaced to troubleshoot the issue. However, the leak persisted resulting in completion of a purge bypass. An increase in purge pressure was noted, but support was maintained with the implanted pump. There was no patient harm resulting from the failure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. A cause for the reported leak could not be established. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.